Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va1d15l, product type: lead. Product ID: 357664, lot# n675233, product type: screening device.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient had a change in sensation and leg pain after being in a car accident during their basic evaluation. The caller indicated that the patient was rear-ended by another vehicle and had their ens turned off while in the emergency room, but then turned it back on after discharge from the ER. When the patient arrived at the hospital for their stage two procedure their healthcare provider (hcp) tested the trial lead and found that "amplitude levels" were higher than when the initial lead was placed. The hcp then confirmed that the lead had migrated deeper, the hcp removed the previous trial lead and placed the stage two lead with the implantable neurostimulator (ins). The lead issue was noted as resolved at the time of this report and a manufacturer representative (rep) noted that the stage two lead/system provided bellows and toe response on all electrodes. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.